Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage and leakage at the connection site. The following information was provided by the initial reporter: on (B)(6) 2020, when the comprehensive surgical nurse used intravenous indwelling needle to give intravenous infusion to the patient, she found intravenous indwelling needle leakage and reported it to the medical engineering department. The leaking part is the catheter adapter, and the nurse teacher did not keep samples and photos.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage and leakage at the connection site. The following information was provided by the initial reporter: on (B)(6) 2020, when the comprehensive surgical nurse used intravenous indwelling needle to give intravenous infusion to the patient, she found intravenous indwelling needle leakage and reported it to the medical engineering department. The leaking part is the catheter adapter, and the nurse teacher did not keep samples and photos.